Manufacturer narrative:
Qn# (B)(4).

Event description:
The spring wire guide was found kinked during patient puncture. No patient harm reported.

Event description:
The spring wire guide was found kinked during patient puncture. No patient harm reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unopened representative kit for evaluation. The actual complaint sample was not returned. Visual examination did not reveal any defects or anomalies. The total length of the representative guide wire measured to be 600 mm which is within specifications of 596-604 mm per product drawing. The outer diameter of the representative guide wire measured to be 0.79 mm which is within specifications of 0.788-0.826 mm per product drawing. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU states, "raise your thumb and pull arrow advancer approximately 4 - 8 cm away from arrow raulerson syringe. Lower thumb onto arrow advancer and while maintaining a firm grip on spring-wire guide, push assembly into syringe barrel to further advance spring-wire guide. Continue until spring-wire guide reaches desired depth." The representative guide wire was able to pass through the representative ars and needle with minimal resistance. The IFU also states , "thread tip of multiple-lumen catheter over spring-wire guide." The representative guide wire was able to pass through the representative catheter with minimal resistance. A manual tug test confirmed both welds of the representative guide wire were fully secured. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The customer report of a kinked guide wire could not be confirmed by complaint investigation of the representative sample. The representative guide wire passed all relevant visual, dimensional, and functional testing. A device history record review was performed with no relevant findings. The probable root cause of this issue could not be determined as no problem was found with the representative sample and the actual sample was not returned for evaluation. Teleflex will continue to monitor and trend for complaints of this nature.